Manufacturer narrative:
The device is currently being evaluated; smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that a medfusion® 3500 syringe pump displayed a "check clutch/plunger lever" error, and that the syringe position was out of calibration. It was also noted that the plunger did not move freely, only about 10%. The fault occurred during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspection found the device to be in good condition; no external damage was noted. A review of the pump's event history log confirmed the complaint; there was a check clutch / plunger lever error in the device history. The reported problem was duplicated during functional flow testing. The root cause was attributed to be a defective main board, considered to be normal wear/life since the pump is over 12 years old. The complaint was confirmed.